Manufacturer narrative:
(B)(4). H6 - haemorrhage.

Event description:
The stent involved was an endeavor sprint over the wire drug eluting stent which was implanted in the distal lcx during the index procedure. The patient apply was on aspirin and prasugrel at the time of the gi bleed approximately 7 months post index procedure the patient suffered a transient ischemic attack. Patient had a CT scan of the head and underwent observation. Patient is reported to have recovered without treatment. The investigator reports that the event was not related to the study device/ procedure/ drug. Patient was on aspirin and prasugrel at the time of the event. No additional clinical sequelae j were reported.

Event description:
Pt has an endeavor sprint rapid exchange drug-eluting stent implanted during the index procedure. Approximately 2 months post procedure, the pt suffered a gi bleed. Pt was admitted to hospital two days later. A diagnostic work-up was performed and the pt was discharged on the same date without any further treatment. The investigator assessed that the event was not related to the study device or study procedure, but probably related to the study drug. Pt is reported to have recovered without treatment and no other clinical sequelae were reported.